Manufacturer narrative:
Unit received with scratched lcd window, cracked keypad at select button, keypad overlay texture damage, missing retainer, missing reservoir tube o-ring and scratched around casing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call damage on the retainer ring and button area on the insulin pump. Customer¿s blood glucose level was unknown. Customer advised the retainer ring was cracked and the button area was cracked. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.